Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received intermittent occlusion alarms due to the infusion set tubing length being too long. Subsequently, the customer was hospitalized. The reported issue was due to the infusion set tubing. Multiple attempts were made to follow up with the customer to obtain additional information, and to obtain the infusion set manufacturer, however, a response was not received. Additional information was not provided.